Manufacturer narrative:
H10: h2, h3, h6. The reported device, used in treatment, was returned for evaluation. There was a relationship found between the reported incident and the returned device. A review of the device history records for the reported lot number showed there were no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A complaint history review concluded this was an isolated event. A review of risk management files found that the reported failure was documented appropriately. A review of the instructions for use found that excessive force can result in device damage. A review of product print/specifications found that there were no abnormalities observed. Visual evaluation shows device is deployed, the anchor is broken and attached to the plug. No manufacturing abnormalities were observed. The device is intended for single use and can not be tested. The complaint was confirmed. Factors that could have contributed to the reported event include: (1) incorrect suture loading (2) over tensioning the suture. (3) incorrect activation knob position. There were no indications that would suggest that the device did not meet product specifications upon release into distribution.

Manufacturer narrative:
H10: additional information in b5.

Event description:
It was reported that during a rotator cuff repair, the implant of the speedscrew severed the suture and the suture got stuck inside the insertion device when it was being used. The initial anchor was left inside the patient's anatomy. No delay or other complication were reported. Smith and nephew back-up device was used in an additional bone hole to complete the surgery. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.

Event description:
It was reported that during a rotator cuff repair, the implant severed the suture and the suture got stuck inside the insertion device, no additional bone hole was required to complete the surgery. No delay or other complication were reported. Smith and nephew back-up device was available to complete the surgery. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.